Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral flanks on (B)(6) 2017 using cooladvantage applicator coolcurve+ contour and treated to bilateral lower abdomen on (B)(6) 2017 using cooladvantage applicator coolcore contour. Patient developed paradoxical hyperplasia (pah/ph)3-4 weeks after treatment. Diagnosed with pah on (B)(6) 2018 to the lower abdomen and flanks. Pah described as tissue felt dense, but flexible. There was visibly enlarged tissue volume over the treated areas in both the flanks and lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Initial reporter phone number : (B)(6).

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral flanks on (B)(6) 2017 using cooladvantage applicator coolcurve+ contour and treated to bilateral lower abdomen on (B)(6) 2017 using cooladvantage applicator coolcore contour.patient developed paradoxical hyperplasia (pah/ph)3-4 weeks after treatment. Diagnosed with pah on (B)(6) 2018 to the lower abdomen and flanks. Pah described as tissue felt dense, but flexible. There was visibly enlarged tissue volume over the treated areas in both the flanks and lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.